Event description:
Additional information indicated that the patient was brought back in to check pump for volume accuracy. The actual residual volume was less than the expected residual volume. Arv: 36.5, erv: 37.5. One physician believed the previous volume discrepancy was caused by a partial pocket fill but another physician thought that this was not likely as the patient was very "skinny." Caller states that patient was unhappy and wanted the pump replaced.

Manufacturer narrative:
Final pump analysis revealed an overinfusion with undetermined root cause. Non-destructive analysis had been performed. Two graphs displayed an over infusion. All testing and graphs after the first two did not show any over infusion issues.

Event description:
A volume discrepancy was reported during a refill. The actual residual volume was less that 1 ml and the expected residual volume was 8.6 ml. The pump was refilled and the patient was being monitored at that time. It was noted that about six weeks prior to this report, the patient reported their tone was getting worse and a 15% drug increase was given which the patient reported ¿helped¿. The patient was given another 15% increase at the refill. It was later reported the patient showed signs of overdose. It was concluded ¿that with an almost empty pump and two increases the patient had an overdose with a completely filled pump¿. Patient presented to the emergency room (ER) two days after refill and the medication dose was decreased. Patient was possibly admitted for observation. The pump was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was replaced due to possible overinfusion. The pump ¿dumped medication¿ and the patient went into overdose. The device system was used to deliver gablofen 2000mcg/ml, 224mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was believed that the patient was doing fine.

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies found during destructive analysis. Analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was indicated that the patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The patient outcome was no injury/recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.